Manufacturer narrative:
The device was returned, analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a missing setscrew. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the right ventricular (rv) lead was connected to the cardiac resynchronization therapy defibrillator (crt-d) and became stuck in the header of the device. It was noted the pacing impedance was high with no capture. The physician attempted to unscrew the lead and replug it into the header, however, the setscrew of the crt-d would not engage with the torque tool and the physician dug out the setscrew by peeling back the insulation to get the setscrew out of the device. Once the setscrew was removed, the lead was not able to be removed from the header. After a lot of pulling, the lead was removed from the device and the crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.